Event description:
Report received indicated the pt developed red bumpy rash. The rash is scattered throughout tape collar border area. The pt used the product for many years until one week prior to the complaint report without incident. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The submission of this report by convatec or related info to the FDA and its release by the FDA, does not reflect an admission by convatec, or a conclusion by the FDA that this report or related info that convatec, their employees, or the convatec device caused or contributed to the reportable event. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.